Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. Device damaged. Before the procedure, the shaft of the device was found damaged (provided picture). A second device was used to complete the procedure. There was no adverse event reported on the patient.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. Device damaged. Before the procedure, the shaft of the device was found damaged. A second device was used to complete the procedure. There was no adverse event reported on the patient. The investigation was completed on 24-jul-2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, shaft of the catheter was observed separated from the tip and components were observed exposed. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the shaft and tip were observed separated. Evidence of proper application of adhesive was observed in the transition area from the tip to the shaft; however, the adhesive was found broken, which suggests excessive force was applied to the device. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The broken shaft issue reported by the customer was confirmed. The potential cause of the damage observed could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: inspect the sterile packaging and catheter prior to use; do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿damaged shaft¿ issue. In addition, biosense webster inc. Analysis finding of the ¿shaft and tip were separated¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).